Event description:
It was reported that this pacemaker and lead were explanted due to infection. No additional information was able to be obtained. No additional adverse patient effects were reported. Device is not expected to return.